Manufacturer narrative:
This report is submitted on january 17, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the device and subsequently the patient was admitted to hospital on (B)(6), 2019 and administered IV antibiotics due to an mrsa infection at implant site. The issue could not be resolved, subsequently the patient's device was explanted on (B)(6) 2019. Re-implantation is planned but has not taken place as of the date of this report.